Manufacturer narrative:
Product analysis: the balloon folds were open and blood and residue was present inside the balloon. The device was placed in the water bath to disperse the residue. On removal from the waterbath, the device failed negative prep. On pressurisation of the device, a leak was observed on the proximal section of the balloon. There was a pin-hole leak on the balloon working length, distal to the proximal inner shaft marker. A lead in scratch was visible on the balloon material proximal to the leak site. There was slight deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and tortuous lad lesion exhibiting 75% stenosis . There was no damage noted to the packaging and there were no issues noted removing the device from the hoop. The device was inspected with no issues noted. It was reported that due to severe tortuosity and calcification, the physician had difficulty delivering the device. The stent balloon ruptured on the first attempted inflation during the stent implantation procedure and the pressure dropped gradually. Because the stent was not fully expanded, another balloon was used to achieve stent apposition. The lesion had been pre-dilated.

Manufacturer narrative:
Correction to date of return 2016-11-28. If information is provided in the future, a supplemental report will be issued.